Event description:
It was reported that the user received an insulin occlusion alert on an ilet using a steel infusion set, with a reported blood glucose of 391 mg/dl that decreased after supply change. Some contributing factors included reuse of adaptors or cartridges and assembling the connector to the cartridge outside the pump; the medical device problem involved obstruction of flow and the component implicated was the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with obstruction of flow at the connector/coupler, and the event resolved after changing all supplies and following proper connection procedures. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.